Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver reported the customer received a "scan again in 10 minutes" message for more than two hours while wearing a freestyle libre sensor. Customer experienced symptoms described as shakiness and lack of energy, and was incapable of self-treating. Customer was treated with enerzaid glucose drink by a third-party and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received a "scan again in 10 minutes" message for more than two hours while wearing a freestyle libre sensor. Customer experienced symptoms described as shakiness and lack of energy, and was incapable of self-treating. Customer was treated with (B)(6) glucose drink by a third-party and no further treatment was reported. There was no report of death or permanent impairment associated with this event.